Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a patient notifier for a lower out of range pacing lead impedance measurement. The patient presented to the operating room for a scheduled lead revision. The lead was capped and replaced with no adverse events. The patient condition was stable throughout the procedure and the patient will continue to be monitored.